Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 377760, lot # v015525, implanted: (B)(6) 2007, product type lead; product ID 377760, lot # v015525, implanted: (B)(6) 2007, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was undetermined and the patient is being evaluated by her surgeon. It was noted that no hospitalization was necessary but the patient was still having a shocking sensation. It was further reported that the patient was not able to turn up her stimulator and would jump from the shocks. The patient has been seen by her neurosurgeon and it was anticipated that they would explore for a possible wire fracture. It was also noted that the patient was feeling the shocking sensation up and down her back when she moves in certain positions. She also reportedly was having periodic shooting pains up her spine that seemed to be originating from her spinal cord stimulator paddle. This was primarily at night when she was trying to sleep and when she turns certain directions.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced a shocking or jolting sensation. The patient began having "random shocking events on a daily basis." The patient feels shocking at the implantable neurostimulator (ins) site and "it travels to the spine where the leads are located." The shocking increases with an increase of amplitude. There was no known accident or incident related to the event. It was note that the stimulation was in the wrong location. It was also reported that the patient had to sit in certain positions to get desirable stimulation, otherwise stimulation was uncomfortable. The patient uses their stimulation 24/7. The impedances were "normal", between 882-1096 ohms. When the ins area was palpitated the patient felt a shocking sensation. It was also stated that the pocket area feels warm to the patient, and they sometimes experience a "heating" sensation. The heating sensation began after the shocking. It was noted that this does not occur with recharging, but the thermometer icon does appear on the recharger during recharging. The heating sensation feels internal to the pocket, and it was not externally warm. It was not certain, but there may have been a fluid short. The patient was going to follow up with their doctor. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was additionally reported there was a shocking or jolting sensation during the procedure. It was stated the stimulator would turn off. It was noted reprogramming occurred as a result. It was stated impedance testing and x-rays were performed to troubleshoot the problem. It was stated there were no issues that were seen on the x-rays and there were no impedance issues. It was stated since the patient¿s robotic hysterectomy their stimulation no longer covered their painful areas even with reprogramming. It was noted the patient had burning and shocking at their battery site since their surgery occurred. It was stated the patient¿s status at the time of report was alive with no injury. It was further reported the stimulation would turn off. It was stated it would periodically turn off. It was noted the patient would confirm that the stimulation was off with their patient programmer. It was noted on the clinician programmer it showed that the stimulator was being used 100% of the time. It was noted the patient had a chronic, random shocking sensation at the implantable neurostimulator (ins) site. It was noted it was not related to position. It was stated it was unknown if the patient had shocking when the stimulation was off since the patient would never turn the stimulation off. It was stated the problems occurred since the hysterectomy 6 months prior to report. It was noted they used to be able to cover the foot with stimulation but now they could only get to the ankle area. Additional information stated the cause of the event was ¿unknown.¿ it was reported the reporting healthcare provider (hcp) ¿didn¿t know¿ if the event was attributed to the ins or lead. It was stated that no programming or surgical intervention had occurred at the time of follow-up. It was noted the ¿patient had to use her scs (spinal cord stimulator) 24/7¿ and that it was ¿never off.¿ the hcp also noted their ¿opinion was that it was worn out and she needed a new one.¿ an x-ray was taken on (B)(6) 2013 to check lead placement and found the patient¿s ¿scs device was in place.¿ it was also reported that ¿no discontinuity¿ and ¿no fracture of the leads was identified¿ and the leads ¿appeared similar compared to the previous examination¿ that had occurred on (B)(6) 2012. It was noted the ¿3 electrodes projected over the dorsal aspect of the lower thoracic spinal canal¿ on the lateral radiograph. It was stated the device had ¿2 leads which entered the spinal canal at the t11-t12 level and courses craniad.¿ it was also noted ¿the tip of the central electrode was positioned at the level of the inferior endplate at t9¿ and ¿the other two electrodes which are positioned parallel to in close approximation with the central electrodes have their tips positioned at the level of the superior endplate of t10.¿ it was noted the x-ray also found ¿metallic clips within the upper right quadrant of the abdomen.¿ it was restated the x-ray found ¿a thin metallic radiodensity seen within the soft tissues of the back in the right paraspinous region.¿ it was reported the radiodensity finding ¿projected to the right of l3 and measured 3 cm in length and could have represented a small retained fragment from a previous stimulator placement.¿ it was also noted a ¿mild midthoracic spondylosis was present¿ and there were ¿multiple pelvic phleboliths.¿ additional information reported the patient was ¿tentatively scheduled for replacement surgery on (B)(6) 2014.¿ please note: the first two paragraphs found in this section have been previously reported as part of regulatory report #3004209178-2014-02632 and have been included here for completeness sake. All additional follow-up regarding manufacturer report #3004209178-2014-02632 will be completed as part of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report; a supplemental report will be submitted when results are available.

Event description:
Additional information received reported that the physician elected to replace the battery. It was noted that there was no patient injury and the patient recovered without sequela after the device was removed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), serial # (B)(4), found that the ins was functionally okay and there were no significant anomalies. Long term monitor: both devices functioned properly throughout the 100 hours of testing. Both devices were set to the parameters that the returned device had when received for analysis. The output was monitored on group a1 and a2. Heat test during stimulation: the ins was tested in a set temperature controlled oven at 37° c, and placed in an offset block. The ins did pass the ngt, and there were no anomalies observed regarding the "ins heating in pocket" complaint throughout the heat test during stimulation.

Event description:
Additional information received reported the manufacturer representative (rep) and patient were surprised the patient's whole unit was not replaced. The patient had the problem when they "changed" and "noticed patient's machine wasn't working because it was sending patient electrical shots" and the patient had to get an implant replacement. The patient reportedly just got a new one. The patient reportedly had a robotic hysterectomy and "it messed the patient's ins up." His was reportedly why they replaced it, because she was having "that issue." It was reported last time, the patient reportedly got shocked without "electricity (meaning stimulation)" because she "got a shock before with her old one."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.